Event description:
During withdrawal, guidewire fractured at weld and tip segement remained within pt's vessel. A snare was utilized to retrieve tip segment, pt developed tamponade.

Manufacturer narrative:
Visual examination: the sterile sample was returned in its sealed pouch without the carton. Simulation testing was performed on the returned unit and three sterile lab units of similar design, in an attempt to determine how much bending is necessary to fracture the corewire at a specific area proximal to the flex joint. The first lab unit was bent 180 degrees 5cm proximal to the distal tip, and then straightened on the same plane. No fracture was produced, during the instron of two. Again, no fracture occurred, the instron pull testing revealed a 4.47 lbs. Break pull force. A third unit was bent the same as the previous unit, but this time a total of eight times. Under light optical examination a visible partial fracturing of the material was noted. An instron break pull force was 3.09 lbs. This same test was performed on the returned sample, but it fractured completely at the eight bend. It is thought that the corewire fracture that resulted during the clinical use of the non-returned guidewire was due to a cyclic bending of the corewire, proximal to the flex joint and not related to its mfg.